Manufacturer narrative:
A ge rep evaluated the system and replaced the control panel processor board. System operates as intended.

Event description:
Customer reported a touch screen failure. No pt injury was reported.